Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-l cvc for evaluation. Signs of use in the form of biological material were present in the extension lines and on the catheter body. Visual inspection revealed the proximal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The length of the catheter body was measured to be 219 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the proximal lumen measured to be 2.178 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured to be 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per proximal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The distal, medial 1, and medial 2 extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the distal, medial 1, or medial 2 extension lines. A manual tug test confirmed the distal, medial 1, or medial 2 extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. The separation points were jagged, consistent with undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the digital lumen hub and line were separated while the medication administration connected.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the digital lumen hub and line were separated while the medication administration connected.